Event description:
It was reported that the physician was concerned that the device did not last as long as it should have. The device will be changed when further follow-up indicates the need. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 500fa23, mechanical valve, (B)(6) 2009; 6947-65, implantable tachy lead, (B)(6) 2009; 1888tc, implantable pacing lead competitor, (B)(6) 2009; 4194-88, implantable pacing lead, (B)(6) 2010. (B)(4).